Event description:
It was reported " repeated high baseline alarms". To continue therapy, the pump console was swapped out for another. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " repeated high baseline alarms". To continue therapy, the pump console was swapped out for another. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "high baseline alarms" is confirmed based on the pictures provided in the complaint. The pictures show the pump triggered a high baseline alarm. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the high baseline alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.